Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl, cause was not known. Customer required assistance with giving a manual injection and changing the infusion set to address the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.